Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient died due to non-cardiac means. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.

Manufacturer narrative:
A partial lead measuring 11.7 cm from the connector portion was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.